Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the orange (+5v) and black (mian batt) wires were open inside the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and the monitor. The cause of the disruption in communication is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged cable connector and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll to report a service code 204. The pt was issued a replacement electrode belt.